Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the device was interrogated prior to removing it from the packaging and it had premature battery depletion. The device was not implanted. No patient complications have been reported as a result of this event.